Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failing, saying not opening, won't recover. The field service engineer found that door number one on the four-door tower was clicking multiple times and failing when accessed due to faulty latches in the latch column. Following communication 1843, the latches in the latch column were replaced, resolving the issue with door number one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.